Event description:
Reference MDR #1219856-2010-00062 for the first event involving the same patient. It was reported by a biomed technician that the md was given the hemostasis sheath with sideport/dilator assembly to insert into the patient. The md noticed that the tip of the dilator had a rough edge on it. The md used the other hemostasis sheath to insert the intra-aortic balloon (iab). There were no reported patient complications.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Evaluation: the teflon sheath with sidearm, the dilator set & a 6" arterial pressure (ap) tubing with stopcock were returned for evaluation. The dilator was examined under magnification. There was blood on the interior & exterior surfaces of the dilator distal tip. The tip of the dilator was noted to be slit & pushed back. The dilator was removed from the teflon sheath. There was no other abnormalities noted on the dilator outer diameter. The dilator length was measured & was within specification. The reported complaint of "the tip of the dilator had a rough edge on it" is confirmed. The tip of the dilator was found broken. It cannot be determined when the dilator was damaged.